Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. It was reported that the patient underwent an laparoscopic right inguinal hernia repair procedure on (B)(4) 2018 and the mesh was implanted. It was also reported that after approximately one month of surgery the patient experienced a pain inside the stomach and oozing from stitches. The patient experienced pain in the surgical site on (B)(4) 2018. The patient was administered cefoperazone injection and subactum preoperative and post-operative 6 doses. The patient came in for frequent check up until (B)(4) with similar complaints. On the (B)(4), the patient had oozing from the surgical site and went to another hospital. The patient underwent reopening of the surgical site and mesh removed. It was reported that mesh was infected. The patient was cured with antibiotic treatment. No additional information was provided. Additional patient codes: (B)(4). We received one opened complaint sample box in which we received one intact mesh for code emn1/ lot v7001. The received sample was inspected for seal strength attributed and found to be sealed from all side. Retained samples were evaluated. Three retained samples were opened and physically inspected. All the three mesh packages were checked for seal strength attributes and found to be in complete sealed condition from all sides. The batch manufacturing records were reviewed and met manufacturing criteria prior to the release of this lot. Finished good test record was reviewed for length, width, bursting strength, ethylene oxide content and sterility test at release and found to meet the specification. No deviations or abnormalities were reported during testing and monitoring of the incident lot. From the above analysis it is evident that there was no issue related to the sterility, sterilization, quality and processing of this incident lot. Additional information was requested and the following was obtained: (B)(4) years (B)(4). (B)(4) 2018, laparoscopic hernia repair (r) right inguinal hernia,k/c/diabetes no pre existing signs and symptoms pain in the surgical site on (B)(4) inj cefoperazone + sulbactam given preoperative and post operative 6 doses came for frequent check up till august with similar complaints. On (B)(4) patient have oozing from surgical site and went to other hospital. Reopening of the surgical site done and removed the mesh from other hospital mesh was not resterilized investigation conducted by infection control team. 4 cases done with mesh of same batch v 7001 -10x15. All were infected this complaint was reported with multiple patient events which have been reported in: 2210968-2018-76435 2210968-2018-76434 2210968-2018-76438 2210968-2018-76437

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Case 2- (B)(4): the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure . The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Date - time of onset of oozing from stitches and pain from the surgical procedure? Were cultures performed? Results? What medical and /or surgical intervention was performed? Results? If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event was the mesh re-sterilized? What is the patient current status? There are 5 complaints for 5 same/similar events at the same facility. Were these 5 procedures done in a hospital or a surgical clinic? Has there been any infection control investigation performed? Would they be interested in an rrt call?

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2018 and the mesh was implanted. It was also reported that after approximately one month of surgery the patient experienced a pain inside the stomach and oozing from stitches. The patient was cured with antibiotic treatment. Additional information has been requested.